Manufacturer narrative:
Further information related to the incident was not provided by the user facility. Device not returned.

Event description:
It was alleged by the customer that a patient had been burned with the device. Further information was not provided.

Event description:
It was alleged by the customer that a patient had been burned with the device. Further information was not provided.